Manufacturer narrative:
A field service engineer (fse) then went onsite for further evaluation. The fse confirmed check vent: machine pressure sensor auto zero failed (diagnostic code: 1109) in the event logs and determined a replacement of solenoid valve 2 and 4 required a replacement. The fse replaced solenoid valve 2 and 4 to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 device indicating that ¿check vent: machine pressure sensor auto-zero failed" alarm occurred during pre-use checking in the me room. There was no patient involvement at the time the issue was discovered. There was no patient or user harm, nor delay to therapy. The hospital replaced the alarming unit with another v60 unit.

Manufacturer narrative:
The removed solenoid valves (number 2 and 4) were returned to the product investigation lab (pil). The parts were tested on the standard test bed (stb) and the alarm 1109 was confirmed. Pil concluded that the returned solenoid, which was placed in position 2, was stuck in de-energized position. Solenoid 2 was confirmed to be faulty. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.